Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.

Event description:
It was reported that the pt presented to surgeon about three months ago with pain and noise in hip area. He had been told he will need a revision surgery. However, they have been waiting due to associated costs. Pt's wife stated that surgeon has told them that his hip was part of a recall when they saw him about three months ago. Pt will f/u with his surgeon. Pt reported to have a stryker ceramic hip.